Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 363 mg/dl. The customer stated that her blood glucose have been high because of antibiotics. The customer stated that she woke up with a blood glucose reading of 463 mg/dl and does not think what she ate last night could have caused it. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised that high blood glucose readings may occur if the insulin is expired of cloudy. The customer declined further troubleshooting.